Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the extension line separated from the proximal hub during use. A delayed was reported without incident.

Event description:
The customer reports: the extension line separated from the proximal hub during use. A delayed was reported without incident.

Manufacturer narrative:
(B)(4). The customer returned one two-lumen PICC for evaluation. The catheter contained obvious signs of use in the form of biological material. Visual examination of the catheter revealed the proximal luer hub was separated from the lumen, the hub was not returned. The point of separation was smooth and uniform. The length of the proximal extension line, the outer diameter of the proximal extension line, and the inner diameter of the extension line were measured and all were found to be within specification. This indicates that the wall thickness measured as expected. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Failure to do so can result in catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of luer hub/extension line separation was confirmed by complaint investigation of the returned sample. The catheter passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Due to a rising trend of extension line separations, a CAPA has been initiated to further investigate. The root cause has been determined to be manufacturing-assembly related.